Event description:
On (B) (6) 2009 the facility's biomedical engineer reported to baxter global technical services that on (B) (6) 2009, one colleague cx triple channel volumetric infusion pump in which failure code 808:07 occurred during infusion resulting in interruption of therapy. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B) (4)